Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing. Data analysis was performed by the technical services (ts) and low amplitude was noted. The provided troubleshooting options. Upon follow up, it was mentioned that a branch block appeared over the years and during the new configuration the secondary vector no longer passed. The r/t ratio was too low. The physician reprogrammed the device to primary vector. This s-ICD remains in service. No adverse patient effects were reported.